Manufacturer narrative:
Additional information: on may 19, 2020, a manufacturing record evaluation (mre) was performed for the finished device lot number 84002, and no non-conformances related to the reported complaint were identified. Manufacturing date: september 1, 1993. Sterilization expiration date: september 30, 1998. A manufacturing record evaluation (mre) was performed for the finished device lot number 98421, and no non-conformances related to the reported complaint were identified. Manufacturing date: july 1, 1994. Sterilization expiration date: july 31, 1999. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast reconstruction revision with 300cc mentor memorygel breast implants and experienced capsular contractureon the right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The lot number of the impacted device is either 84002 or 98421 but it is not known at this time.